Event description:
It was reported that the pump displayed error code 41622 indicating a motor timeout error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed system fault 41,622. The device was visually inspected. A functional test was performed and found degrade downstream occlusion (dso) and camshaft sensors. The probable cause of the report error is the camshaft sensor. Replaced dso and camshaft sensors the service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.